Event description:
Arterial line pressure tubing came apart/disconnected below drip chamber with no agitation. Sprayed fluid (normal saline) on patient under 300mmgh pressure.

Manufacturer narrative:
Upon receipt and investigation, a supplemental report will be filed. (B)(4).